Event description:
It was reported that the customer passed away. It was stated that the medical examiner is performing an autopsy on the customer as he has passed away. The caller requested having the insulin pump analyzed and being returned to her. It was stated that the customer was being intimate with his girlfriend when he collapsed. The paramedics were called and the customer was pronounced deceased at the hospital. The last blood glucose reading was 290mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all funcational testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.